Event description:
A porocoat prodigy hip prosthesis 10.5 mm, stem model number 1520-13-000 was implanted on (B)(6) 2006. Pt had ongoing chronic pain until x-rays taken on (B)(6) 2008 revealed that the device had broken requiring revision surgery and multiple subsequent problems.